Event description:
An implantable pacemaker system was returned to the manufacturer from an unknown source with no information. Review of manufacturer's database indicated the patient is deceased and died approximately two months after device system implant. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and primary analysis results revealed no anomalies found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads is in process; the results will be forwarded when available. (B)(4) no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
An implantable pacemaker system was returned to the manufacturer from an unknown source with no information. Review of manufacturer's database indicated the patient is deceased and died approximately two months after device system implant. The cause of death has been requested and not received. Follow up with the clinic reported the patient had a "complex hospital course" during the implant hospitalization. She further reported the patient had "other multiple compounding factors that were the source of her death and not device related."